Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and confirmed the leak from the blood sampling valve (bsv). There was disconnected tubing between the bsv and the blood detector. The tubing was reattached, resolving the leak. Identified failure modes: failure mode is related to disconnected tubing between the blood detector (bd480) and the bsv. No erroneous results were associated with this event. Upon recur of the failure mode identified; it is likely to cause erroneous results for all parameters due to incomplete aspiration of whole blood sample. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was diluent of approximately 20 ml the leak was contained. The customer reported partial aspiration errors and no results were being recovered for all parameters. The customer was wearing gloves, eye wear, and lab coat. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.